Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 69 year old male with a past medical history significant for ischemic cardiomyopathy, systolic heart failure, cad, prior stemi, ICD, and hypertension presented to the emergency department with chest pain, arrhythmias, and shortness of breath. The impella 5.5 (indication for use: cardiomyopathy; model ic9731; serial number (B)(6) was placed following hemodynamic decline after an iabp failed to augment overnight. The patient was taken to the or where the device was implanted via right axillary graft with tee and fluoroscopic guidance, positioned appropriately with inlet mid ventricle at 4 cm, and secured using standard three point fixation. Based on the information provided, the reported aic battery behavior occurred only when the controller was unplugged and charging transitioned to internal battery power. The device resumed normal charging function when reconnected, and an exchange was recommended out of caution. Heparin was stopped due to a spontaneous nosebleed and hemostasis was achieved; this was not attributed to the impella device. A suction alarm occurred which resolved after discontinuation of a lasix infusion. No further alarms occurred. No impella 5.5 pump malfunction, performance issue, or patient harm was identified. The suction alarm on 7/30 resolved with clinical management and was not attributed to device failure. The impella 5.5 continued to function as intended while the patient awaited transplant.